Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was beeping as it had exhibited multiple high out of range pacing impedance measurements of greater than 2500 ohms on the right atrial (ra) channel. The patient¿s ra lead is a non-boston scientific product. The alerts for this issue were programmed off and the ICD remains in service. No adverse patient effects were reported.